Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the customer experienced a low blood glucose incident. The customer was found in her call with blood glucose between 32mg/dl-36mg/dl. The customer's spouse stated she does not do well with low blood glucose. The customer's blood glucose was 56mg/dl. The paramedics were contacted to the scene and treated with sun drop and glucagel. They were unable to completed troubleshooting at the time. The customer stated they were going to get settings adjusted.